Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) france alleging the control solution tested high on the onetouch veriopro meter. The alleged issue was not resolved at the time of troubleshooting. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported due to failing control solution tests.

Manufacturer narrative:
(B)(4): the control solution and test strips passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.